Event description:
On (B)(6) 2012 a reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that there were black/blue marks of the display screen of the patient's onetouch ultralink meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that patient discovered the alleged issue on (B)(6) 2012 after he had tested his blood glucose and was unable to read the result due to the alleged black/blue marks on the display screen. The reporter mentioned that he was not sure when the alleged issue exactly started. The reporter stated that the patient manages his diabetes with an insulin pump therapy. The reporter claimed that patient changed his diabetes management by not delivering a bolus of insulin after meals due to the display issue. The reporter mentioned that the patient continued receiving his basal insulin. The reporter informed that cca that the patient has a backup meter but did not use it (reason unknown). The reporter also mentioned that on (B)(6) 2012 at an unspecified time after the start of the alleged product issue, the patient developed "frequent urination" due to the alleged issue. The reporter further reported that on (B)(6) 2012 after 6:00pm she obtained a blood glucose result on the patient in the "400s mg/dl", using the patient's backup meter. The reporter said that she administered 2 units of humalog to the patient as treatment and the patient reportedly felt better. During troubleshooting the cca confirmed that there was no misuse to the subject meter and that this was not the first time the patient was using the subject device. The alleged issue was not resolved with training. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of not being able to administer bolus insulin injections as a result of not being able to test his blood glucose. In addition, the alleged black/blue marks were not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.